Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) oversensing. Analyst commented, multiple episodes of twos identified. (B)(4).

Event description:
It was reported that implantable cardioverter defibrillator (ICD)&#334;countered t-wave oversensing (twos) of patient's intrinsic rhythm and intermittently of left ventricle paced fused complex. Twos algorithm withheld therapies on five occasions. Device settings reprogramm was advised, and the ICD remains in use. No patient complications have been reported as a result of this event.